Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient. The patient stated that upon removal of the snesor, the sensor wire did nto appear to be broken and they did not see any sensor wire underneath the skin. Therefore, this is a non-reportable event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient wore the sensor beyond seven days. Dexcom labeling indicates: dexcom g5 mobile sensor sessions last seven days.